Event description:
(B)(4). Suffering from brain fog and memory loss...I don't even remember the conformation to find my first report to just update it....but the effects are the same just 10x worst...severe abdominal pain, periods twice a month, nausea, headaches, weight gain and skin irritations that seem to be immune to benadryl and hydrocortisone, with your bed being your bestfriend....not to mention I'm starting to lose my hair at (B)(6), I was healthy before essure, my kids are suffering just as bad as I am....there has to be a better way to live, please help us!!